Event description:
It was reported that 1 bd luer-lok¿ syringe each from lots 1351533 and 2021820 had misaligned stoppers. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "leaning plunges".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1351533; medical device expiration date: 30-sep-2026; device manufacture date: 28-jan-2022. Medical device lot #: 2021820; medical device expiration date: 30-sep-2026; device manufacture date: 03-feb-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the eight samples submitted for evaluation for the reported batch 1351533. Of the samples, five were returned for the reported failure of plunger rod broken / damaged. The reported issue of plunger rod broken / damaged was not confirmed upon inspection of the samples because during the inspection all five samples were found to be within proper manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch. Our quality engineer inspected the seven samples submitted for evaluation for the reported batch 2021820. Of the samples, four were returned for the reported failure of plunger rod broken / damaged. The reported issue of plunger rod broken / damaged was not confirmed upon inspection of the samples because during the inspection all four samples were found to be within proper manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd luer-lok¿ syringe each from lots 1351533 and 2021820 had misaligned stoppers. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "leaning plunges".